Event description:
It was reported that battery was slower to charge and device turned off when battery level became low. No additional information was received regarding the outcome of the event or any impact to the customer¿s blood glucose level. Customer declined technical services and no further troubleshooting was performed, so case was documented and closed with no further action taken.